Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had positive blood cultures and possible vegetation on the leads. It was also reported that the right ventricular (rv) lead exhibited high and rising thresholds. The pacemaker system was explanted and replaced with a right-sided system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.